Manufacturer narrative:
This report is submitted january 24, 2017.

Event description:
Per the clinic, the patient experienced a dislodgment of the internal magnet following undergoing an MRI scan. It is unknown whether the patient's head was wrapped per the manufacturer's specifications. Subsequent to the dislodgement, the patient was placed under general anaesthetic (date not reported) and the magnet was placed back into correct position by external manipulation.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) to reposition internal magnet. The implanted device remains. This report is filed on may 12, 2017.